Event description:
In 2008, the pt was walking down hallway in her home when she fell forward with the cane, and hit her head on bedroom door frame, causing a large cut just above her eye. The pt usually walks with the cane on her right side, but when the pt's son found her the cane was on her left side. Pt went to hosp and received 20 stitches above her eyebrow, and her head is severely bruised. The pt's son stated that the pt will need physical therapy, but was not sure why. The pt's son stated that he noticed that the cane was unstable after his mother's fall. The pt told her son that she noticed that cane was "wobbly" before the fall, but was not sure how long the cane had been in that condition. The pt's son stated that he thought that the condition of the cane may have contributed to the fall, but also stated that his mother may have just tripped on the carpet in her hallway.